Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event after breakfast, with a sensor glucose of 72 mg/dl about 30¿35 minutes before contacting support, treated with juice, and then a subsequent reading of 66 mg/dl during church; the user reported a horizontal trend arrow and self-treated with peanut butter and crackers per guidance. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific device-related findings and insufficient information to identify a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.